Manufacturer narrative:
J. And blumenthal, s. (2015). Effects on patient lifestyle and quality of life: two-year outcomes of three lumbar total disc replacement systems from the activl multicenter randomized controlled ide clinical trial. The spine journal, 15, 87s¿267s. This report is for unknown pro-disc l implant, superior endplate / unknown quantity / unknown lot. (Other number): UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article, muir, j. And blumenthal, s. (2015). Effects on patient lifestyle and quality of life: two-year outcomes of three lumbar total disc replacement systems from the activl multicenter randomized controlled ide clinical trial. The spine journal, 15, 87s-267s. The authors conducted a prospective, multicenter, randomized, controlled, investigational device exemption clinical trial to report on the postsurgical quality of life of three lumbar total disc replacement systems, including synthes pro-disc l. Eligible study subjects, aged 18 to 60 years, experienced symptomatic lumbar degenerative disc disease and were unresponsive to nonsurgical therapy. Follow-up occurred at 6 weeks and 3, 6, 12 and 24 months post-surgery. Results from data reported at 24 months included 28.2 percent of subjects who continued to use narcotics for pain relief. The associated implanted devices were not identified by the authors. This is report 1 of 3 for (B)(4). This report is for an unknown pro-disc l implant, superior endplate.